Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: 31-jul-2023. Explant date: na. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -08.50/+3.5/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022 for another same model/length lens. The problem was resolved. Claim # (B)(4).